Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to migration of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed january 21, 2016.